Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('suspected post-essure pain syndrome') in an adult female patient who had essure (batch no. B06102) inserted for female sterilisation. The patient's medical history included itchy rash, candida test positive, cough, asthma, hair loss, gum recession, ovulation pain, thrush, dysmenorrhea, depressive disorder, sweaty, mood swings, foot sprain and heavy menstrual bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral complete salpingectomy, total abdominal hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: date of surgery:(B)(6) 2014 (name and details of surgery not mentioned) can be considered as date of insertion with reference to the linked case from same source document. 6 coils protruding from the right ostium and 4 coils protruding from the left ostium insertion date updated from (B)(6) 2014 to (B)(6) 2015. Removal date updated from (B)(6) 2021 to (B)(6) 2021. Lot number:b06102. Manufacture date:2013-03. Expiration date: 2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("suspected post-essure pain syndrome") in an adult female patient who had essure inserted (lot no. B06102) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of heavy menstrual bleeding, foot sprain, mood swings, sweaty, depressive disorder, dysmenorrhea, thrush, ovulation pain, gum recession, hair loss, asthma, cough, candida test positive and itchy rash. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological issues") and pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (bilateral complete salpingectomy, total abdominal hysterectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and pregnancy with contraceptive device to be related to essure administration. The reporter commented: date of surgery: (B)(6) 2014 (name and details of surgery not mentioned) can be considered as date of insertion with reference to the linked case from same source document. 6 coils protruding from the right ostium and 4 coils protruding from the left ostium insertion date updated from (B)(6) 2014 to (B)(6) 2015. Removal date updated from (B)(6) -2021. Lot number: b06102, manufacture date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-aug-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B06102) inserted. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of surgery:(B)(6) 2014 (name and details of surgery not mentioned) can be considered as date of insertion with reference to the linked case from same source document. Lot number:b06102 manufacture date:2013-03 expiration date: 2016-03 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2022: case became valid and serious incident. Event injury nos is replaced with medical device removal. Patient details , reporter information, essure removal details were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B06102) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of surgery:15/10/2014 (name and details of surgery not mentioned) can be considered as date of insertion with reference to the linked case from same source document. Lot number: b06102, manufacture date:2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("suspected post-essure pain syndrome") in an adult female patient who had essure inserted (lot no. B06102) for female sterilisation. The patient had a medical history of heavy menstrual bleeding, foot sprain, mood swings, sweaty, depressive disorder, dysmenorrhea, thrush, ovulation pain, gum recession, hair loss, asthma, cough, candida test positive and itchy rash. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (bilateral complete salpingectomy, total abdominal hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: date of surgery: (B)(6) 2014 (name and details of surgery not mentioned) can be considered as date of insertion with reference to the linked case from same source document. 6 coils protruding from the right ostium and 4 coils protruding from the left ostium insertion date updated from (B)(6) 2014 to (B)(6) 2015 removal date updated from (B)(6) 2021 to (B)(6) 2021. Lot number: b06102, manufacture date: 2013-03, and expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-may-2022: mr received. Reporter information, patient aka name, medical history, product indication, rcc added. Event: medical device removal updated to event: suspected post-essure pain syndrome. Product insertion and removal date updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("suspected post-essure pain syndrome/ pain, including chronic pain/bilateral pelvic pain") in an adult female patient who had essure inserted (lot no. B06102) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pulmonary embolism in 2022 and smoker, obesity (bmi of 40+), hrt, menopausal disorder (patient was due her 3 monthly prostap injection which we have given her and she is struggling with the menopausal symptoms which are not being controlled with livial. I have therefore given her a prescription for femoston 2/10 for her to try instead. She plans to make her next appointment to see you for prostap in 3 months), fruit allergy, heavy menstrual bleeding, foot sprain, mood swings, sweaty, depressive disorder, dysmenorrhea, thrush, ovulation pain, gum recession, hair loss, asthma, cough, candida test positive and itchy rash. Aplxaban 5mg has used for unknown indication. Previously administered products included: depo provera, dihydrocodeine, dalteparin and mirtazapine. On (B)(6) 2015, the patient had essure inserted. Essure was removed on 30-nov-2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnorma bleeding"), hypersensitivity ("allergic or hypersensitivity reaction"), psychological disorder ("psychological issues"), pregnancy with contraceptive device ("pregnancy"), dysmenorrhoea ("dysmenorrhea"), polymenorrhoea ("frequency of menstruation"), alopecia ("hair loss,"), gingival recession ("receding gums"), candida infection ("recurrent thrush"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, hypersensitivity, mental disorder and pregnancy with contraceptive device were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered alopecia, candida infection, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival recession, hypersensitivity, psychological disorder, mental disorder, pelvic pain, polymenorrhoea and pregnancy with contraceptive device to be related to essure administration. The reporter commented: date of surgery:(B)(6) 2014 (name and details of surgery not mentioned) can be considered as date of insertion with reference to the linked case from same source document. 6 coils protruding from the right ostium and 4 coils protruding from the left ostium insertion date updated from (B)(6) 2014 to (B)(6) 2015 removal date updated from (B)(6) 2021 to (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: I am pleased to inform you that your ultra sound scan and xray tests have confirmed that both your fallopian tubes have been successfully occluded. Lot number:b06102 manufacture date:(B)(6) 2013 expiration date: (B)(6) 2016 ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhoea ,polymenorrhoea alopecia ,gingival recession , candida infection ,dyspareunia , mental disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Reporters information added. Patient medical history and lab data added .non drug treatment updated.new events dysmenorrhoea ,polymenorrhoea alopecia ,gingival recession , candida infection ,dyspareunia , mental disorder added . A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("suspected post-essure pain syndrome") in an adult female patient who had essure inserted (lot no. B06102) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of heavy menstrual bleeding, foot sprain, mood swings, sweaty, depressive disorder, dysmenorrhea, thrush, ovulation pain, gum recession, hair loss, asthma, cough, candida test positive and itchy rash. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnorma bleeding"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological issues") and pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (bilateral complete salpingectomy, total abdominal hysterectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and pregnancy with contraceptive device to be related to essure administration. The reporter commented: date of surgery:(B)(6) 2014 (name and details of surgery not mentioned) can be considered as date of insertion with reference to the linked case from same source document. 6 coils protruding from the right ostium and 4 coils protruding from the left ostium insertion date updated from (B)(6) 2014 to (B)(6) 2015 removal date updated from (B)(6) 2021 to (B)(6) 2021. Lot number:b06102 manufacture date:(B)(6) 2013 expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: event abnormal bleeding, psychological issue , hypersensitivity, pregnancy with essure and device ineffective added. Reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.